Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Maude report number: mw5082563. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure; during use of the endopath ets-flex 45 articulating endoscopic linear cutter with an endopath ets45 2.5 mm, 45mm vascular/thin load (tr45w), according to manufacturer's instructions. The cutting function of the device worked without issue, however, the stapling function did not fully activate toward the tip end of the device. The surgeon then sutured the remainder of the cut. The unstapled portion the mesenteric pedicle. There were no patient consequences reported.